Manufacturer narrative:
The technical services consultant provided the caller with additional trouble shooting techniques in an attempt to recreate the intermittent loss of capture. At this time, no additional information is available. If additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, visual observation confirmed that the lead was returned severed. The proximal segment only was returned, length = 58 mm. There were set screw marks noted is pin and is ring. The conductor coils were stretched 50 - 58 mm from the terminal pin, and found to be deformed at 23 mm from the terminal pin. There was an insulation bunched at 53 - 57 mm from the terminal pin. This damage was determined to be procedurally induced.

Event description:
Boston scientific crm received information that this pulse generator exhibited intermittent loss of capture. The device's auto capture was not enabled at the time. Our technical services consultant suggested turning up the device output to stop the loss of capture, and if that didnt work to do a chest x-ray. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary.